Manufacturer narrative:
One braided swartz introducer, one dilator, one brk needle and a stylet were returned for evaluation. Review of the device history record confirmed the following lots met manufacturing requirements prior to shipment. In conclusion, visual inspection confirmed the edges of the distal gray tip had delaminated and were separating from the braided sheath in three locations. A review of the database revealed no similar incidents pertaining to the lot number reported in this event; therefore, this has been determined to be a random, isolated event.

Event description:
It was reported the sl1 introducer sheath began to separate. The physician pulled the sheath out before it detached completely. The physician didn't feel any resistance in the sheath with the needle. He preps outside the pt and runs the needle through the sheath prior to inserting in the short sheath. The patient spent two extra days in the hospital and is reportedly doing well. A thermocool 8.5f ablation catheter, a biliary stone retrieval device and a safesheath were used during the procedure.